Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging air will stop blowing air as she use it. Feels like she gasping for air as she use it. Device will not turn on/device not functioning, difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 15, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging air stops blowing, shortness of breathe related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert . Pil technician did observe that the lcd display was cracked. A hair like substance was observed outside of the rear panel . Unknown contaminate was observed inside the top enclosure and inside the ui panel. Liquid ingress was observed on the blower and blower box .a contaminate consistent with keratin was observed on the blower box addresses the issue of keratin and zero errors were found. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown and they were unable to directly address the symptoms described and observe dust/dirt contamination in the likely from a source external to the device sections d8, d9, h2, h3, h6 has been updated in this report.